Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A technical support specialist dialed into the station and verified that the device was communicating with the server without any issues. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system (pas) was offline. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.